Event description:
Additional information was received through follow up with the author/physician which indicated that none of the deaths were related to the leads. Additionally, one of the lead revisions was due to the patient's "excessive exertion (weight lifting)."

Event description:
A journal article was reviewed which contained information regarding this implantable lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article referenced the following complications/failure modes: deaths, lead dislodgements, high pacing thresholds, capture issues, lead revisions, pneumothorax, and infection. The status of the leads is unknown. Additional information was requested, but was not available.

Event description:
Additional information was obtained through follow up with the author/physician. The author indicated that there were no death-device allegations, and that of the fourteen patient deaths; there were two that had unknown causes and twelve that were also not device related, such as cancer, heart failure, stroke, surgery, and pneumonia.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: permanent his-bundle pacing is feasible, safe, and superior to right ventricular pacing in routine clinical practice. Heart rhythm. 2015;12(2):305-312. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no direct correlation with lead serial numbers. The gender of the baseline characteristics is male and the baseline age is 74 years old; however, the range of patient age is 18-95. A request was made for additional information to no avail. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: permanent his-bundle pacing is feasible, safe, and superior to right ventricular pacing in routine clinical practice. Heart rhythm. 2015;12(2):305-312. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: permanent his-bundle pacing is feasible, safe, and superior to right ventricular pacing in routine clinical practice. Heart rhythm. 2015;12(2):305-312. A supplemental report was sent (B)(4) 2015 and captured in report number 2182208-2015-00691 as an incorrect report of additional information for this event file; this report number should be redacted. The corrected supplemental information is included in this report sent on (B)(4) 2015. (B)(4).